Event description:
There was an allegation of questionable elecsys cmv igg results from the cobas e 801 analytical unit. On an unknown date in (B)(6), the result via diasorin method was positive. On (B)(6) 2025, the cmv igg result using the customer's roche method was negative. On (B)(6) 2026, the result from the cobas e801 was negative. On (B)(6) 2026, a new sample was drawn, and the result using the cobas e801 was negative. On (B)(6) 2026, the result from the cobas e801 was negative. Aliquots of the patient sample were retested at other centers using different methods: the diasorin result was positive. The result from another roche system was positive.

Manufacturer narrative:
The cobas e 801 analytical unit serial number was (B)(6). The investigation is ongoing.